Event description:
Pt presented with a ruptured anterior comminicating artery wide neck aneurysm. During the procedure, deployment of the subject device failed. The microdelivery catheter ruptured. The pt was reported with hunt-hess IV post subarachnoid hemorrhage, intubated.